Event description:
On 20 june, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was offered a sensor replacement as a resolution. B4. Date of this report 11 sept 2025. G3. Received by the manufacturer? 11 sept 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
A sensor replacement alert was first presented to the user on (B)(6) 2025. In-house testing of the returned sensor showed an led malfunction. The alert was triggered when the system's self-test functions detected the failure, disabling the sensor. The user was offered a sensor replacement as part of resolution.